Event description:
A model 754 ventilator displayed low oxygen and system failure alarms during operation. The ventilator was inspected, tested and found to be operating to spec. No injury resulted from this incident.